Manufacturer narrative:
Bracket.

Event description:
It was reported by service report that the fowler will raise and lower but will not lower to zero. No patient involvement or adverse consequences are reported.